Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to resusitate a male patient (age unknown), the device failed to discharge on three attempts displaying a "shock failed" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was evaluated and discharges at all energy settings without issues. The measured patient impedance and discharge values are both within specification. The customer will receive a replacement device as an outcome to the report. Review of the clinical event data showed that the device did not deliver the selected energy. During the shock, the device detected an invalid patient impedance of negative 50 ohms. The detection of the invalid impedance caused the device to internally dump the energy and prompt "no shock delivered, unit failed". The device history showed no corresponding critical faults associated with the unit failed prompt. It could not be firmly established what caused the device to read the patient impedance below zero ohms. The electrode pads used during the event were evaluated and performed as expected. Analysis of reports of this type has not identified an increase in trend.